Manufacturer narrative:
It was reported that during patient treatment, there was problem with the patient circuit. There was no patient harm. Troubleshooting was performed on-site during which high pressure situations occurred. The ventilator was returned for further investigation. The evaluation of received device logs shows both indications of troubleshooting and alarms for high pressure. Most pre-use checks had passed. During two months of simulated use testing of the returned servo-u ventilator, all pre-use checks passed. However, high pressure situations occurred intermittently 3-5 times a week. A reference ventilator was used in parallel. When the expiratory channel pcbs were switched between the ventilators, the intermittent high pressure alarms followed the suspected pcb to the reference ventilator. Pre-use check passed on both ventilators. The conclusion is that the returned expiratory channel pcb most likely caused the intermittent high pressure alarms. What caused the alarms has not been established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during patient treatment, there was problem with the patient circuit. The patient disconnected. There was no patient harm. Manufacturer ref.#: (B)(4).